Manufacturer narrative:
Evaluation results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: review of the device history record shows that the product met manufacturing specifications when released for distribution. The product has been returned, however the analysis has not been completed. As such, no definitive conclusions can be drawn at this time regarding this performance of the product. Conclusion: no definitive conclusion can be drawn at this time as the analysis has not been completed. Upon completion of the analysis, a follow up report will be submitted. The device was replaced with no reported adverse patient effects.

Event description:
Medtronic received information that this stentless bioprosthetic aortic valve was removed due to paravalvular regurgitation noted by cath and echo prior to explant. Structural dysfunction relating to cuspal tear was noted, as was congestive heart failure. Operative report findings states, that a fenestration of the hinge point of the noncoronary leaflet in the prosthesis was identified. The tear was a linear tear which was believed to be responsible for the severe aortic insufficiency. The valve was replaced with a stented bioprosthesis. No adverse patient outcomes were reported.